Manufacturer narrative:
Date of submission (B)(4) 2017 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: review of the black box data did not show any unexplained power interruptions. There was no moisture/corrosion in the battery compartment and no damage to the battery compartment. A battery cap was not returned with the pump for investigation; a test battery cap was used to complete the investigation. The pump was powered on and exercised for 24 hours without interruption in power. There was no damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Method codes: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.